Event description:
It was reported that this artificial urinary sphincter balloon and pump were removed as it was not working due to fluid loss resulting in incontinence. Upon explant the pressure regulating balloon was empty of any saline. The physician suspected there was either a hole in the balloon pump or tubing, a new artificial urinary sphincter balloon and pump were implanted and the initial cuff remained implanted. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.